Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving gemcitabine via a secondary tubing set. The secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set. The customer reported that after the delivery was started, leaking was noted at the connection of the clave port and the cassette. The delivery was stopped. The spill was cleaned up according to the facility's protocol. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.